Manufacturer narrative:
The handpiece and phaco tip were returned for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4).

Event description:
Adverse event: "corneal burn" (burn, corneal). Product problem: "power surge" (device operates differently than expected). A customer reported experiencing a thermal injury during a power surge. Additional information was requested from the facility. Additional information was received. It was reported via returned questionnaire, upon inserting the phaco handpiece through a temporal clear cornea incision and stepping on the pedal, the unit made the occlusion sound. The surgeon stopped and checked to be sure the sleeve was properly positioned, and looked at the wound, which had a corneal burn on the right inferior 1/3 of the wound. The handpiece was removed and exchanged for a new one. The corneal burn required a suture. There was no obvious permanent impairment or injury.